Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer stated, she experienced a low blood glucose reading of 37 mg/dl and she was treated by the paramedics. The customer stated she has been experiencing low blood glucose and has adjusted the basal rates. Troubleshooting was performed, and the insulin pump passed the displacement and was programmed correctly.